Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("vaginal bleeding"), alopecia ("hair loss"), rash ("rash"), back pain ("back pain") and dyspareunia ("painful intercourse"). The patient was treated with surgery (essure device removal (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, vaginal haemorrhage, alopecia, rash, back pain and dyspareunia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, pelvic pain, rash and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ultrasound scan and uterine haemorrhage. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("vaginal bleeding"), alopecia ("hair loss"), rash ("rash"), back pain ("back pain"), dyspareunia ("painful intercourse") and device expulsion ("it appears that the left essure wire is extending into the endometrial cavity"). The patient was treated with surgery (essure device removal (B)(6) 2019/total laparoscopic hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, vaginal haemorrhage, alopecia, rash, back pain and dyspareunia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device expulsion, dysmenorrhoea, dyspareunia, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date of removal as per report is (B)(6) 2019. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, pelvic pain, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ultrasound scan and uterine haemorrhage. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("vaginal bleeding"), alopecia ("hair loss"), rash ("rash"), back pain ("back pain"), dyspareunia ("painful intercourse") and device expulsion ("it appears that the left essure wire is extending into the endometrial cavity"). The patient was treated with surgery (essure device removal (B)(6) 2019/total laparoscopic hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, vaginal haemorrhage, alopecia, rash, back pain and dyspareunia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device expulsion, dysmenorrhoea, dyspareunia, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date of removal as per report is (B)(6) 2019. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, pelvic pain, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-dec-2020: mr received. Reporter information, other relevant history, auto-narrative supplement added and rcc updated. Event "it appears that the left essure wire is extending into the endometrial cavity" added based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("vaginal bleeding"), alopecia ("hair loss"), rash ("rash"), back pain ("back pain") and dyspareunia ("painful intercourse"). The patient was treated with surgery (essure device removal (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, vaginal haemorrhage, alopecia, rash, back pain and dyspareunia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, pelvic pain, rash and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-oct-2020: quality safety evaluation of ptc (product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.